Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a gastrointestinal bleed (gi) that required transfusions. It was also stated that the patient called stating they had low flow alarms. Patient hydrated throughout the day, but low flows persisted. Log files confirmed low flows. Echocardiogram confirmed thrombus around the inflow cannula. Patient was admitted and started on argatroban. Patient stated to have abrupt drop in flow and was not feeling well. A transthoracic echocardiogram (tte) also confirmed thrombus. The ventricular assist device (vad) was explanted and the patient received a heart transplant on (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The hvad pump, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported low flow event was confirmed through log file analysis which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2018 and 45 low flow alarms recorded since (B)(6) 2018. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.